Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure the lead pin was noted to be bent after it had been implanted. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.